Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Reportedly, the customer's blood glucose (bg) level was approximately 400 (mg/dl) with moderate ketones. The customer delivered a correction bolus to stabilize bg level. During the time of the call, it was reported that the customer was able to completely bring down ketones. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.